Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue with different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by cts to switch to multiple daily injections (mdi) as a backup therapy. Cts arranged for a replacement pump with updated software to be sent to the customer, who understood the instructions for transitioning to and using the new pump. The customer was also instructed on returning the current pump.